Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced chest pain and restenosis after having coronary artery stents implanted. The patient's medical history is significant for angina, positive functional study for ischemia, family history of coronary artery disease, hyperlipidemia, hypertension, atrial fibrillation, copd, diabetes , an unknown skin rash, and has had a lung biopsy. The indication for the procedure was unstable angina. The target lesions were the proximal right coronary artery (rca) and the mid left anterior descending artery (lad). The rca was described as ostial, de novo and 90% stenosed. The lesion length was reported as 18mm with a reference diameter of 3.5mm. The lesion was pre-dilated with a 2.5mm x 20mmm balloon at 20atms followed by the deployment of a 3.5mm x 18mm cypher otw stent at 20atms. The stent was then post-dilated with a 3.5mm x 18mm balloon at 24 atms, per routine procedure. The mid lad lesion was described as de novo and 70% stenosed. The lesion was direct stented with a 3.0mm x 13mm cypher stent at 18 atms. The stent was not post-dilated and the reported residual stenosis for both lesions was 10%. Approximately six months later, the patient was admitted with chest pain, angiography was performed a week later and revealed restenosis in the rca. The event was treated with balloon angioplasty and resolved without further sequela. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics and/or patient co morbidities may have contributed to the event. There is nothing in the reported information or the DHR to indicate that there is a design or manufacturing related issue; therefore, no action is required.

Manufacturer narrative:
The date of the revascularization due to restenosis was (B)(6) 2011.

Event description:
This (B)(6) male patient underwent successful stenting of the proximal rca and mid lad on (B)(6) 2010 with cypher stents. There were no procedural complications. Information received (B)(4) 2011 indicates that the patient experienced chest pain beginning on (B)(6) 2011, and angiography showed restenosis of the cypher stent implanted in the proximal rca. Ptca of the restenosis was performed successfully on (B)(6) 2011, and the patient was discharged home the following day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.